Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) reported a shorted shocking lead fault message during a normally scheduled follow-up. The ICD and lead were explanted and replaced without incident.